Event description:
Reported via china aer database: issue summary - it was reported that the battery had no power storage function after being charged for 8 hours. There was no report of patient involvement.

Manufacturer narrative:
No repair information available. Block a: no report of patient involvement. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.